Manufacturer narrative:
Section h6 medical device problem code: "2925 - electrical power problem" corrected to "1384 - mechanical problem". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the line fuse opening up on the power module when the unit is turned on was confirmed via the returned power module. The heartmate power module was returned and evaluated at the service depot on 30aug2021. The unit was tested, and it was found that the power module power supply was compromised and was not allowing the system to operate as intended. The unit was taken apart and the power supply, main internal ac cable, and other components were forwarded to product performance engineering (ppe) for analysis. The components were observed and tested during ppe analysis and it was observed that the power supply printed circuit board (pcb) had multiple electrically compromised components along the power supply pcb. The power supply pcb was deemed to be damaged beyond repair, which is the reason for the line fuses to become electrically open when the power module is turned on. The root cause of the reported event was determined to be electrically compromised components on the power supply pcb. Upon investigation the incidental findings of the depleted 12v battery and loose ground pin on the internal I/o monitor cable were found. The device history records were reviewed and the records revealed the heartmate power module (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) (section 5) covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module instructions for use (IFU) (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involvement. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when the power module was turned on the line fuse was opening up. The unit was being sent in to be repaired.